Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.

Event description:
False negative result(s). When the customer performed the 3 tests correctly, all 3 tests showed negative for flu a, flu b, and covid. The customer performed a test with a non flowflex kit and was positive for flu a. The customer could not provide pictures of the test cassettes in question.

Manufacturer narrative:
Case outcome: batch records for final product manufacture and qc record for cfl4090003 were reviewed and no abnormal issue was found in manufacturing process, technical testing and quality control inspection. The test results of retention samples from cfl4090003 met the qc criteria. We have not found the complaint issue from the retained cassettes. The complaint is not verified.

Event description:
False negative result(s). When the customer performed the 3 tests correctly, all 3 tests showed negative for flu a, flu b, and covid. The customer performed a test with a non flowflex kit and was positive for flu a. The customer could not provide pictures of the test cassettes in question.